Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer's blood glucose was in the 20 - 40 mg/dl range at the time of incident. The customer's blood glucose was in the 300 mg/dl range at the time of call. The customer stated that they treated the low blood glucose with food and the high blood glucose with the insulin pump. The insulin pump will not be returned for analysis.